Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The bifurcated stent graft and the ipsilateral limb were implanted from the right access, and the contralateral limb and extension from the left access. It was reported that there were type iii and type IV endoleaks observed post implant. The type IV endoleak was coming from the hip of the bifurcated stent graft. The type iii endoleak was from the junction of the main body with the ipsilateral limb or with the contralateral limb. The type iii endoleak was on the contralateral side. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (lack of information). Evaluation conclusion: (lack of information).